Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion that was too high. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downside occlusion too high" was not reproduced. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the force sensor out of calibration. The force sensor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.